Event description:
Customer reported receiving high readings from one of their freestyle meters. The customer performed comparison tests with the freestyle meter. Results were 9.1 mmol/l and 11 mmol/l. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.